Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient says that when they try to charge the implant, it says to reposition the recharger (rtm) and the rtm gets really hot. The patient said the controller screen will also shut off when charging the implant. The patient said this started last week. No further complications or symptoms were reported at this time. 2021-04-19 (B)(4):patient called on registered number stating that their replaced rtm never really worked for they were able to charge their implant 2 times with new rtm it took 10 to 15 minutes to find their implant during the start of recharge. Patient stated that they were no longer able to charge their implant for they receive no device found. Patient has tried going through passive recharge mode multiple times but after 30 minutes they receive no device found. A controller reset did not resolve the issue. Patient mentioned that their recharge has been depleted for 6 days. Rtm serial number is found in the secure note. Pss closed case. 2021-apr-20 (B)(4)(con, rep): pt called back and says that the new rtm is doing the same thing. Since passive recharge mode was already tried during last call, I suspect there is another issue going on. Pt doesnt think implant has moved or flipped. I advised they follow upwith hcp. Caller is with the pt and notes they are unable to get past passive charge screen to normal charging. Caller has done two full passive charge sessions today on top of what the pt has done recently on their own. Tss reviewed disabling device and caller did so but he ins did not roll to normal charging right away--it went back to passive charge. Tss advised rep to continue with this passive charge session and if it does not roll to normal charging to then disable the device again. 2021-apr-23 e1 (rep): additional information was received. It was reported that disabling/re-enabling the implantable neurostimulator resolved the communication lock-out. This information was confirmed with the patient and/or physician.

Manufacturer narrative:
Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4), h3: analysis of the 97755 recharger (rtm) (s/n (B)(6) ) revealed that the recharger antenna was frayed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.